Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a closure of an excision biopsy of abdominal wall mass on (B)(6) 2018 and suture was used. During the suturing of an incision, the suture broke at the middle while it was being clamped onto the needle holder. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was predominately composed of microvoid coalescence, which is evidence of a ductile overload failure. A cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. A second evaluation was performed. An empty opened foil, a needle-suture piece and two suture pieces were received for analysis. During the visual inspection of the sample (needle/suture piece), the swage and attachment area were as expected and marks were observed on the body needle, and the end of the suture was observed cut appears to be by use of a surgical instrument. The other sections of the suture were examined and an end of the suture was cut and were matched with the extreme of the needle/suture pieces. In addition, a functional test was performed and the tensile force were above the minimum requirements. According to the sample condition it was suggest an improper handling of the sample.